Event description:
On 26th june 2025, it was reported by an arthrex's employee via email that for an ar-4501, meniscal cinch¿ ii, the first implant was set successfully but the second implant was stuck which caused the implant to fail to set. This was detected during a meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-4501. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4501 batch 15057150 was received for evaluation. Visual inspection revealed that the depth stop tip was cracked and damaged. Upon removal of the depth stop, the anchor and suture were found jammed inside the shaft. Further evaluation of the cannulated shaft showed that it was bent. Functional testing was performed by actuating deployment button number two; however, button number one was found to be stuck. The most likely cause of the reported failure is user error, likely due to improper surgical technique. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.